Manufacturer narrative:
Visual inspection was performed on the returned device. Return device analysis noted a scratch on the front of the chipboard box, a crease on the bottom left portion of the front of the chipboard box and the hypotube was returned separated distal to the distal end of the strain relief tubing. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the noted scratch on the front of the chipboard box, the crease on the bottom left portion of the front of the chipboard box and the hypotube separation. Potential factors that may contribute to the noted scratch and crease on the chipboard box, as noted during return analysis, include, but are not limited to, manufacturing, during shipping to the account, handling to inventory the device, or during unpackaging of the device for the procedure. Additionally, possible factors that may contribute to a hub separation may include, but not limited to, manufacturing damage, damage while removing the balloon dilatation catheter from the dispenser coil and mishandling during preparation. In this case, a conclusive cause for the noted damage on the chipboard box and noted separation could not be determined since limited information was provided by the account. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 3.5x8 mm nc trek balloon dilatation catheter (bdc) and 2.0x12 mm mini trek bdc were faulty. There were no adverse patient effects and there was no clinically significant delay in the procedure. An unspecified device was used to complete the procedure. Returned device analysis identified that the 3.5x8 mm nc trek hypotube was separated. No additional information was provided.